Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If the device becomes available a supplemental report will be sent.

Event description:
Additional information received stating there was no human harm reported to be associated with the event. It is unknown what medication was involved. No sample is available for this complaint as of the moment.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer where it was reported that there was leaking of medication. It was also reported there was blood back up affecting line integrity, and not having a closed line system increasing risk of infection. Cracking at hub where syringes connect. There was patient involvement and unknown human harm.